Event description:
A user facility reported to olympus that a "b30" error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved by the initial reporter through troubleshooting with the assistance of olympus technical support via the phone. It was reported that the user was swapping scopes with power on. Once the olympus, clv-190 was powered off/on the issue was resolved. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and on the event. Sections b5, d8, h4, h6, and h10 were updated. The intended procedure was completed using the same device, which was inadvertently left out of section b5 in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was successfully able to be troubleshooted, the event was caused by user error. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using the same device.